Event description:
The patient had a salem sump nasogastric tube in place. When the rn attempted to remove the anti-reflux valve from the tube, it broke in half. The rn had to remove the remaining piece that was stuck in the tube with a kelly clamp. There was no harm to the patient. A new anti-reflux valve was placed in the tube without difficulty. Documentation for the record. Unfortunately, there were no lot or serial number identifiers noted.